Event description:
Hamilton medical ag received the following incident description: during ventilation device showed error 9907,2414,5509.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: during ventilation device showed error 9907,2414,5509.

Manufacturer narrative:
Investigation is ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation the ventilator alarmed with technical faults (tf) 9907, 2414 and 5509 and it was indicated that the ventilator went then into ambient mode. Nevertheless, the event did not cause or contributed to a death or serious injury, there was no need for intervention. The root cause of the event was determined to be a defective ipp esm (interaction panel and processor board) and inspiratory valve. The ipp esm and inspiratory valve were replaced to correct the issue. The unit passed all functional tests and software check and was returned to service. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.